Event description:
On event date the account reported a hemoglobin which they stated was a high 7 (g/dl). The account used a bullet collection system for the sample. The patient was sent to the hospital for a transfusion. The hospital collected a blood sample and the hgb was 11 g/dl. The transfusion was cancelled. The account repeated the patient's sample the following day and obtained hgb results of 10.9 g/dl, 11.0 g/dl.